Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that recurrent loss of prime warnings had occurred even with replacement cartridges. The reporter denied any loss of power and denied a loose cartridge cap. Reportedly, there was no change in force or change in temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a loss of prime with non-zero force event was recorded in the black box. There were no loss of prime events during investigation. The force sensor calibration reading was within specifications.